Event description:
It was reported that there have been high impedance spikes and that the short interval count (sic) has increased to 2116. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.